Event description:
It was reported that the pump touch screen responsiveness was delayed. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.